Manufacturer narrative:
Aesculap inc. (Importer, registration no. 2916714) is submitting this report on behalf of b. Braun surgical s.a. (Manufacturer, registration no. 3003639970). Exemption number: e2014012. Manufacturing site evaluation: analysis and results - there are no previous complaints of this code-batch. There are no units in our stock. We have received 35 unopened race-packs and 1 open and used sample with splitting/fraying in the thread surface. We have tested the knot pull tensile strength of the closed samples received and the results fulfil the requirements of the european pharmacopoeia (ep). Additionally, needle attachment strength test has been conducted on the closed samples received in order to discard a faulty needle attachment during manufacturing process that could cause splitting/fraying in the thread. The needle attachment strength results fulfil the requirements of the ep. We have not found splitting on thread surface on the closed samples received before and after performing tests. Review of the batch manufacturing records show there are no incidences related to this issue and the results during the process fulfilled usp/ep and b.braun surgical requirements. As indicated in the instructions for use of the product, when working with optilene suture material, great care should be taken to avoid any crushing or crimping damage of the monofilament by instruments such as forceps or needle holders. Final conclusion although the results of the closed samples received fulfil the specifications of ep/ b. Braun surgical specifications, we take note of this incidence in order to assess if new or additional actions are needed. No CAPA needed.

Event description:
It was reported that there was an issue with a suture intraoperatively. During an abdominal aortic aneurysm repair surgery the suture frayed and split. The area of use was application of the tubular prostheses. Patient outcome was noted as good and there had been no delay in the procedure due to the malfunction. Additional information is not available.